Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The patient experienced seizure. The last remembered cgm was 140-150 mg/dl. An ambulance was called and the bg was 41 mg/dl. The patient was taken to the emergency department and given dextrose, juices, and insulin. He was discharged the same day. Imaging was recommended for an unrelated condition. There was no documentation of further medical evaluation or intervention. The patient was fine during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.